Manufacturer narrative:
The insulin pump was received with no button response due to a corroded keypad. Analysis was unable to verify the battery out limit or the rewind anomaly due to a button and keypad anomaly. There was no moisture damage found inside the pump. The unit had a cracked case at the display window corner, cracked battery tube threads, and a minor scratched display window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report a keypad anomaly after receiving a battery out limit alarm. The customer reported that the insulin pump was exposed to moisture. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. Unable to verify the battery out limit or rewind anomalies due to the button/keypad anomaly. No moisture damage was found inside the pump. The pump was received with a cracked case at the display window corner, cracked battery tube threads, and minor scratches on the display window.